Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding DHR review performed. The OEM performed a review of the device history record (DHR) and found no anomaly with the event-related items with this lot.

Manufacturer narrative:
The hand piece was not returned to olympus for evaluation. In addition, the user facility discarded the blade and tubeset after the procedure. The exact cause of the reported event cannot be determined. However, the diego elite IFU warns users ¿avoid unnecessary and prolonged activation. This may result in excessive heating to the instrument, which could damage adjacent structures if brought into contact inadvertently or could damage the instrument tip.¿

Event description:
Olympus was informed that during an unspecified procedure, the blade attached to the tube set began to jump and the hand-piece became overheated. It was noted that the 1 of the 4 pins on the tube set was bent. The tube set was replaced and the intended procedure was completed. There was no patient injury reported. This is 1 of 2 reports.